Manufacturer narrative:
A supplemental report is being filed since the results of investigation are now available. The device was received and upon visual inspection it was confirmed the bottom cover of the device melted due to pump overheated and the motor did not work due to damage. Root cause was pump failure due damage and off centered shaft. CAPA was opened and an investigation into the overheating complaints was conducted. The following corrective actions were identified to address the root causes identified in the CAPA. These corrective actions are planned to be completed by (B)(6) 2021. Instructions for use (IFU) for sved device to be updated to include the warning for overheating and no direct contact of the device with patient. Update the service procedure to consider changing the motor if the motor has serviced more than 2000 hours. Implement the service timer recording in the service procedure and forms to determine when to change the motor once the serviceable life has been exhausted. Install relay cut off mechanism at appropriate threshold temperature that will cut off the current to the motor in cases when motor may draw excessive current leading to overheating effect. Cardinal health will continue to monitor the trend of this type of incident.

Event description:
The back of the wound vac was melting while in use with a resident. There is no injury reported and the device never lost its ability to suction. The resident has a long-standing infection in her knee after a partial replacement with subsequent visits for drainage of the knee. No patient demographics were provided when requested.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the back of the wound vac was melting while in use with a resident. There is no injury reported and the device never lost its ability to suction. The resident has a long-standing infection in her knee after a partial replacement with subsequent visits for drainage of the knee. No patient demographics were provided when requested.